Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a loss of power to the controller. Fully charged batteries were properly connected to the controller but they were not detected and no alarm was emitted. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the unit passed visual inspection. Functional testing revealed that the controller was unable to communicate with power sources connected to both power ports. Additionally, functional checks detected the controller continuously rebooted during startup. Log file analysis revealed a controller power up with an incorrect date stamp. Additionally, multiple attempts of the user integrated circuit (uic) trying to reset were recorded before the loss of power, which will cause the controller display to go blank multiples times. This was likely perceived by the patient as the reported ¿no alarms when power sources were connected¿. In addition, log file analysis revealed twenty-three (23) critical battery alarms logged with an incorrect date stamp and no battery capacity/communication error, ID, or cycle count. Functional testing revealed that the controller was unable to determine the capacity of the batteries connected to both power ports. An internal inspection of the controller revealed damaged diodes on the communication line. Additionally, it was observed that the integrated circuit responsible for the communication between the controller and batteries and connected to the real time clock circuit was damaged. After replacing damaged components, the controller performed as expected. As a result, the reported event was confirmed. The most likely root cause of the inability of the controller to recognize the batteries, critical battery alarms and uic reset can be attributed to damaged diodes and damaged integrated circuit. A possible root cause for the damaged components and integrated circuit on the communication line can be attributed to a misalignment of the controller ac adapter on the power ports of the controller, causing a voltage spike on the communication pin of the connector. A possible root cause of the loss of power can be attributed, but not limited, to a disconnection of both power sources and/or an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as remedial action and correction number information was received. Updated section: h7 and h9. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.